Event description:
Related manufacturer reference number: 2017865-2024-01942 it was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the right ventricular lead was exhibiting failure to capture and the atrial lead was exhibiting high pacing impedance and high capture threshold. No changes or intervention was reported. The patient was in stable condition.

Event description:
New information noted the atrial lead exhibited noise. The atrial lead was explanted and new atrial lead was implanted.

Manufacturer narrative:
The reported events of high pacing lead impedance, inadequate capture threshold, and noise were confirmed. As received, only the distal portion of the lead was returned in one piece for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation proximal to the suture sleeve tie mark consistent with friction to device can. X-ray examination found all five filars of the inner coil were separated distal to suture sleeve tie mark. A scan electron microscope evaluation verified that all five filars of the inner coil distal to the suture sleeve tie marks. The cause of high pacing lead impedance, inadequate capture threshold and noise was due to fractured inner coil consistent with fatigue fracture.